Manufacturer narrative:
Event description continuation: generator parameters, overall ablation time, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time of 360 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis and a pericardial drain. During ablation phase, but prior to ablation, the patient became severely hypotensive. Catheter location information indicated that the catheter may have perforated the base of the left atrium. Tamponade was confirmed via ultrasound. A pericardiocentesis was performed and yielded more than 500ml of fluid. Pericardial drain was left in place. Blood pressure stabilized post-intervention. Remainder of procedure was aborted. Patient remained in atrial fibrillation. Patient was transferred to the intensive care unit. Patient required extended hospitalization as a result of the adverse event to monitor for bleeding. Patient was scheduled to remain hospitalized for 4 additional days. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include the patient¿s atypical left atrial appendage (laa) anatomy, which was described as larger and wider. The catheter entered the laa when the physician attempted to reach the ridge. The catheter was moved too quickly and this seems to have been the cause of the tamponade, which led to significant bleeding. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Physician indicated that the significant bleeding was related to the patient failing to discontinue their oral anticoagulant (eliquis) prior to the procedure, as instructed. Transseptal puncture was performed with a st. Jude medical/abbott brk transseptal needle. Sheath in use was a st. Jude medical/abbott sl0 8.5 french.